Event description:
Pt was connected to contrast injector via left arm 22iv insite. After IV area was flushed, arm (repositioned) which flushed easily with normal saline injection volume rate set to 1.7 per second to give text dose, fluid leaking out of arm. Injection stopped. IV was being removed, only hub of IV was taken from arm. Only hub remained. Tourniquet applied to arm.